Event description:
It was reported that the device was no longer functioning. Subsequently, the device was explanted on (B)(6) 2025 and it is unknown if there are plans to reimplant the patient as of the date of this report.